Event description:
It was reported that a patient underwent an unknown spinal surgery at l4-l5. During the procedure, the inserter dismantled while inserting the cage. The cage was able to be implanted.

Manufacturer narrative:
(B)(6). (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.